Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the lens had a scratch. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -11.00 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved.